Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to the electrode belt¿s pulse wire being broken from strain relief at the rear-1 therapy electrode (te), causing the ecgs to not recognize during testing. The trunk cable will be replaced due to possible damage. The root cause of the physical damage to the strained cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.